Event description:
A user facility reported that an electromechanical ambulatory infusion pump, programmed to deliver at a rate between 4 and 6 ml/hr, reverted to the priming delivery-rate during use. The pump's malfunction alert did not activate. The pump could not be re-started at the desired delivery rate. There was no pt injury.